Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the hypotube had broken approximately 66cm distal from the catheter's strain relief. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent. That the balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the hypotube was broken. The target lesion was located in the left main (lm). Upon unpacking the taxus liberte' 4.0x12mm stent and trying to load the non-bsc guidewire through the device the physician noticed the distal hypotube was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as stable.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the hypotube was broken. The target lesion was located in the left main (lm). Upon unpacking the taxus liberte' 4.0x12mm stent and trying to load the non-bsc guidewire through the device the physician noticed the distal hypotube was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as stable.

Manufacturer narrative:
(B)(4)